Event description:
It was reported that the pump¿s sleep/wake button intermittently failed to respond since receipt of a replacement pump, occurring daily for about a minute while the pump otherwise operated and battery level was above 50 percent. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included remote troubleshooting and user education, with a recommendation to capture a video of the behavior; during the call the device functioned as expected. Investigation of this case revealed an intermittent user interface responsiveness issue consistent with a potential mechanical or firmware-related button responsiveness concern, though no malfunction was reproduced during support interaction and the device continued to deliver therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to replicate and lack of returned product for analysis.